Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 780 hematology analyzer generated a differential that did not match the manual differential count. The erroneous results were reported out of the laboratory. The results were questioned because the increased lymphs were expected due to the patient's diagnosis. The instrument did generate a variant ly flag on the rerun of the same sample. A manual differential was performed and 19 atypical lymphs were seen. No death, injury, or effect to patient treatment that was associated with this event.

Manufacturer narrative:
The specimen was collected in a 4.5 ml bd vacutainer tube. The specimen was stored at room temperature and sampled within 1 hour of collection. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Service was not dispatched for this event.